Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in a left sided (left arm) fistuloplasty for cephalic arch stenosis. It was reported that resistance was felt upon removing a 7mm angioplasty balloon via the 6f ansel sheath. The balloon became stuck inside the sheath and both the sheath and balloon were removed over the amplatz wire. Once removed, exposed and unraveled metal at the distal tip of the introducer sheath was observed. The patient had a chest x-ray to confirm no metal component of the introducer had separated from the device. The results of the chest x-ray confirmed no metal remained in the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor ansel guiding sheath was returned with another manufacturers balloon catheter inserted fully through the sheath. There was a 7mm accordion present at the proximal end. 14.6cm of the balloon catheter is exiting the distal end of the sheath. 14.5cm of the balloon catheter is exiting the proximal end. The balloon was inflated and no leaks were detected. The balloon catheter had to be cut to remove it from the sheath. The distal end of the sheath was wrinkled. There was 2.7cm of coil exposed at the distal end. The entire sheath was measured and determined to be within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. The device is 100% inspected for surface defects prior to release. There was one other reported complaint for this lot number from the same facility, same device; however, different issue. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.